Event description:
Patient undergoing heart cath/coronary angiogram and doctor wanted to measure the fractional flow reserve (ffr). A comet ii pressure guidewire was inserted but failed --unable to obtain pressures and so was removed . A second comet ii pressure guidewire was inserted and removed as it was not zeroing. Shut the system down, reconnected wires and called two representatives. Finally, the third comet ii pressure guidewire worked and ffr measurements obtained. Event resulted in the patient on the table longer (approximately 25 minutes),and more heparin had to be given. Addendum: have made multiple attempts to find out from the nurse with information regarding this event if the guidewires were available and if the representative was contacted. The nurse has not followed up with me and so it is not known if these guidewires are available for inspection or not.